Event description:
It was reported that login was prompted during a sensor session. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The allegation was reported for transmitter ID 8s1raw. Data was evaluated and the allegation was undetermined for transmitter ID 8s1rnw. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).